Event description:
The following was reported to kci by the nurse: on (B)(6) 2012, the patient attempted to exit the bed and fell out the left side of the bed. Both head side rails were in the up position. The nurse assisted the patient back into the bed. Approximately 4 minutes later, the patient stopped breathing and turned blue. Cardiopulmonary resuscitation (CPR) was initiated and continued for approximately 20 minutes. CPR was unsuccessful, and the patient was pronounced dead. The family refused to have an autopsy performed.

Manufacturer narrative:
The bed passed quality control (qc) checks and met specifications before and after patient placement.